Manufacturer narrative:
(B)(4). Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked liquid crystal display controller. Insulin pump was received with faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.